Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Low bg cause was not known. An ambulance was called but no treatment was received from the medical professionals. Customer consumed dextrosol sugar to address bg. The ambulance left after the customer's bg was stable. No additional event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.